Event description:
Healthcare professional reported left side "leak". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: - deflation: observed an opening assessed as fold flaw opening. As per the investigation procedures, creases, non penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, d4, d9, h3, h4, h6.

Manufacturer narrative:
Clarification to d.6a: implant year of 2011 provided. Implant date updated to (B)(6) 2011 to coincide with manufacturing date of device. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "leak". This record is for the left side. The device has been explanted.